Event description:
It was reported that during a replacement procedure for the device and right ventricular (rv) lead, after insertion of this right atrial (ra) lead into the new device header, the tug test caused an unraveling of the lead at the lead terminal pin. The physician opted to surgically abandon the ra lead due to the low ra pacing percentage. No additional adverse patient effects were reported.